Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was also using a non-tandem provided wall adapter in conjunction with the tandem-provided charging cable and charging pad to charge the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.